Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping or scroll up and down during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer called and reported that the numbers on the insulin pump were continuing to ramp up, after releasing buttons. Customer's blood glucose was 48 mg/dl, which was treated with a beverage. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.